Event description:
Due to a buildup in contrast material spilled onto the c-arm control button, the button "stuck" in the depressed position when the operator released the button, the c-arm continued to move. The tech hit the emergency stop button to cease the movement of the c-arm.